Event description:
Reporter called distributor (medtronic minimed) to report the death of the pt. The cause of death was reportedly respiratory failure and hypoglycemic coma. Pt was at (B)(6) hospice and in the care of dr. (B)(6). Pt was wearing infusion pump at time of death.

Manufacturer narrative:
Unomedical has requested the distributor to investigate if any further info could be retrieved regarding the incident. The reporter had agreed to return the involved infusion set but this has not been received. Since the lot number is not available, any investigation of retained samples or batch records is not possible. If no add'l info becomes available, unomedical will close this case and a final report stating this will be submitted no later than (B)(4), 2011. If the device is returned or a lot number becomes available at any given time, unomedical will perform visual inspections, flow and leak testing and batch record reviews to determine if the device caused or contributed to the event. This will also be reported in a final report to the FDA.